Event description:
Insulin pump overinfused without alarm sounding resulting in infusion of unknown amount of humulin br regular insulin. After infusion set was discontinued the pump continued to infuse until the entire cartridge (300u) was emptied. The only indication of malfunction was a faint sound of the motor which under normal conditions would not be noticed. The result was overdelivery of an unknown amount of regular insulin. Repeated episodes of hypoglycemia were treated under direction of the endocrinologist. (*)